Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, complete heart block (chb) was noted. Two days post valve implant a permanent pacemaker was implanted. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).